Event description:
The reporter stated the surgeon inserted a cc4204bf collamer single piece lens and the lens inserted at an angle. The capsule bag was torn and the lens was removed with no patient injury, no enlarged incision or sutures. An anterior chamber lens was implanted. The reporter stated the lens was not damaged upon insertion, and it was unknown if the lens was cut up to remove from the patient's eye. The cartridge used has not been approved by the manufacturer for use with the injector and foam tip plunger is off-label use.

Manufacturer narrative:
Evaluation results - a lens work order search was performed, and no similar complaints were found within the work order.